Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to cardiac perforation. The patient was stable before, during and after the procedure.